Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, bleeding, and infection. It was reported that the patient¿s mesh became infected in 2009 and that she had repeated abdominal exploratory surgeries to remove part of her colon, her spleen, part of her small bowel and mesh removed secondary to a staphylococcus infection. It was reported that the patient experienced renal failure on 9/28/2010. It was reported that patient expired on (B)(6) 2010 due to cardiac arrest secondary to septic shock. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress uirnary incontinence, pelvic organ prolapse & cystocele on (B)(6) 2007 and mesh were placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, infection, discharge, and neurologic compromise to her structures and tissues. The patient underwent a mesh removal surgery on (B)(6) 2009 , which reported fragments of squamous mucosa and fibroconnective tissue. Patient expired ¿ no date provided. No additional information has been provided.